Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the magnet was missing in the latch inseparable. A field service engineer (fse) installed a new replacement inseparable with magnet and verified proper sensor detection, resolving the issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer rebooted the device and attempted recovery, but something was stuck, preventing medication access, and the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.